Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the advantage system (lot number 551035, expiration date 09/30/2010). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
Customer reportedly received result of 25.5 mmol/l on the advantage system and 3.1 mmol/l on the aviva system within 10 minutes. Customer was using an incorrect code key with the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the advantage system (lot number 551035, expiration date 09/30/2010). (B)(4).